Event description:
A peritonitis dialysis (pd) nurse reported a pt underwent surgery to repair a hernia on (B)(6) /2014. A pt's wife called in for drain complications. This was the first treatment since the pt required a surgery for the hernia. The pt had blood in their effluent and the pd nurse reported this was due to the swelling around the pd catheter from the hernia repaired. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.